Manufacturer narrative:
(B)(4).

Event description:
Received info the pt experienced a shocking/jolting sensation in the shoulder blade area. This started last night out of the blue and seems to be in the lead/extension area. No accident or incident related to this complaint. Pt reports movement causes stimulation changes. Medtronic pt services reviewed with the pt how to turn the device off until it could be checked by the hcp or a medtronic rep. Add'l info has been requested and if received a follow up report will be sent.